Event description:
Customer reported that several weak d samples have had unexpected positive reactions when tested on the galileo.

Manufacturer narrative:
A service call was made. Replaced washer manifold and verified washer flow-rates. Customer performed qc test and weak d assay to verify instrument. Results were as expected. Instrument is operating as expected.